Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 25 mmol/l. It was stated that the customer had not been testing her blood glucose levels properly. It was also stated that the customer received multiple motor error alarms. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Nothing further was reported.